Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. There was no pt harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) pcb. The ventilator passed all testing.